Event description:
Pt was revised to address hip dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A review of the liner device history records did not identify any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the femoral head product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.